Event description:
Additional information received reported that the symptom the patient had that indicated that the device needed to be relocated was pain at the stimulator site. There was no infection found. It was noted that moving the implantable neurostimulator (ins) partially resolved the issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had their implantable neurostimulator (ins) moved a month prior to the report because the first location was giving the patient problems. The surgeon that moved the device thought that it looked infected. It was further reported that the stimulator was repositioned in february. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).